Manufacturer narrative:
Failure analysis revealed that no button error alarm noted. The insulin pump had no button response due to corroded keypad traces. No unexpected numbers ramping/scrolling noted. The device had minor scratched display window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube. The also had moisture damage on the lcd board.

Event description:
Customer reported that the buttons on the insulin pump were sticking when attempting to use the act button. Customer reported that two of the corners of the insulin pump were foggy and droplets of moisture were noticeable. Customer attempted to put in the amount of food she ate and the numbers on the insulin pump were scrolling and the buttons were unresponsive. Customer's blood glucose reading at the time of the call was 161 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.